Event description:
Our rep is reporting that a female had an arthroscopic shoulder repair with the use of 2 versalok fixation devices. There were no post-op problems until the pt "bumped her shoulder". At this point, she presented with pain. An MRI revealed that 1 of the 2 fixations devices had pulled out of the bone. A re-surgery was performed, and at that time it was noted that she was completely healed, we assume that the surgeon removed the loose device and closed the pt. Nothing further to this is known. Questions out to the event reporter for further detail and clarity.

Manufacturer narrative:
Not much about this reported event is known. Complaints captured via vague and generalized conversations between surgeons and field personnel. At this point in time, we have questions out towards receiving further detail & clarity. When we have possession of all the info that can be had, that data will be evaluated and the results will be reflected in the f/u report.